Event description:
The device was returned for downstream occlusion (dso)seal/ pm. During physical inspection, it was found that there was a lifted downstream occlusion (dso)seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection which verified the damage to the device downstream occlusion seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The downstream occlusion seal was replaced and the device passed all testing.